Event description:
The patient received her system on (B)(6) 2010, including two leads (with the same lot number). It was reported the patient had six out of eight programs that were not working on her system. It was reported the patient was to schedule an appointment with her physician for reprogramming. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.